Manufacturer narrative:
The device history record for this lot did not produce any findings relevant to this investigation. The device investigation and complaint confirmation have not been completed because the device is unavailable. No manufacturing defects could be detected because the device is unavailable.

Event description:
It was reported that a physician in training attempted arteriotomy closure with a starclose device after an interventional procedure. After the clip release, it was not possible to remove the device. The device was surgically removed, and hemostasis was achieved with surgery. No additional information is available.